Event description:
74-year-old male was admitted to the hospital on 4/1/94. A pacemaker had been implanted on 7/9/91. Several weeks prior to the 4/1/94 admission he had experience two episodes of presyncope, which was believed to be related to a malfunctioning pacemaker. The pacemaker generator was replaced on 4/2/94, and the patient was discharged on 4/3/94 in good condition. The explanted pacemaker was returned to the manufacturer. (See attached history and physical and operative report.)